Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm vicmo12.6 implantable collamer lens, -16.00 diopter, was torn/broken after opening the vial. Another same model/length/diopter lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens was torn during the loading process and there was no patient contact. The lens was exchanged for another same model,length,diopter lens and the problem was resolved. The cause of the event was unknown. The lens was discarded. (B)(4).